Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving compounded baclofen 150 0mcg/ml at 469.9mcg/day and bupivacaine 6mg/ml at 1.8795mg/day via an implantable pump. The indication for use was intractable spasticity. Underinfusion was reported. The healthcare provider was getting more medication than expected during pump refill. The environmental, external or patient factors that may have led or contributed to the issue was reported as the patient had an MRI on (B)(6) 2017. The diagnostics and troubleshooting performed was the logs were read. Per the event logs a motor stall occurred on (B)(6) 2017 at 12:21 with a motor stall recovery on (B)(6) 2017 at 13:00. There were no actions and interventions reported and it was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient status was noted as alive, no injury. Additional information received on (B)(6) 2017 reported that the patient had the MRI on (B)(6) 2017 and not on (B)(6) 2017 as previously reported. The reporter did not have the actual volume amount removed. There were no actions taken to resolve the issue and the current status of the device was reported as implanted in service. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. On (B)(6) the expected volume was 6.2 ml and the actual volume was 15.2. A dye study and rotor study were planned for (B)(4) 2018.